Event description:
The manufacturer received information alleging a ventilator failed to deliver the set volumes and the patient's blood oxygen saturation decreased. The manufacturer is currently investigating this incident and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was intially reported, the manufacturer received information alleging a ventilator failed to deliver the set volumes and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. No malfunctions or or failures to deliver therapy were observed.